Event description:
Procedure type: unk. According to the reporter: the pt suffered anaphylactic shock during utilization of the device. No add'l info available at this time.

Manufacturer narrative:
(B)(4).